Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on. There was no reported impact to the customer's blood glucose level was the customer had not tested at the time of the report. Reportedly the customer will continue to use the pump for insulin therapy.